Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the delivery wire and the stent component were returned. The stent was separated from the delivery wire and is expanded. No appearance of damage was observed. Microscopic inspection was performed. Under magnification, both components were confirmed to be without any damage. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610141. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue documented in the complaint related to the stent becoming prematurely separated from the delivery wire was confirmed based solely on the appearance of the returned device. The complaint documented that this issue occurred due to the kink on the envoy da catheter; however, there is not enough information given to relate the stent detachment to the guide catheter kinking since the microcatheter was not observed damaged, which would be more likely to cause the stent detachment, and no further investigation could be conducted as the microcatheter was discarded. It is possible that pull force was applied sufficiently to disengage the stent from the delivery wire during the system retrieval. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00524 and 3008114965-2023-00525. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 28-aug-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00524 and 3008114965-2023-00525. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610141. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00525. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported a patient who was suffering from an intracranial stenosis with tortuous vessel underwent a vascular stent placement procedure. During the procedure, the guide catheter, an envoy da, 6f, 105cm, mpd (67125805d / 30959870) became impeded in the c2 segment of the internal carotid artery (ica) and could not be advanced further. The guide catheter was replaced. After the 150cm x 5cm prowler select plus microcatheter (606s255x / lot #unknown) was in placed, the physician delivered the complaint stent, a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 6610141) into the microcatheter and the stent became impeded in the distal end of the microcatheter and could not pass through. The physician removed the guide catheter, the microcatheter and the stent from the patient¿s anatomy and observed that the guide catheter was kinked / bent, the stent component had become prematurely separated from the delivery wire. New devices were used as replacements to complete the procedure. There was no report of any negative patient impact. On 08-aug-2023, additional information was received. The information indicated that the location of the intracranial stenosis was the c6 segment of the internal carotid artery. Adequate, continuous flush was maintained through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. The stent was separated from the delivery system prematurely due to the kink on the guide catheter. When the guide catheter was impeded in the c2 segment of the internal carotid artery, it was not replaced before the microcatheter was introduced. The replacement guide catheter was not another envoy da, the replacement microcatheter was not another prowler select plus microcatheter, and the replacement stent was not another 4.5mm x 37mm enterprise® vascular reconstruction device. The information confirmed there was no allegation of patient injury due to the reported issue documented in the complaint. The reported issue did not result in any clinically significant delay in the procedure.